Manufacturer narrative:
H3 other text : a philips clinician reviewed the patient event file, which determined that the device performed as expected.

Event description:
It was reported to philips the user was taking care of a patient with myocardial infarction in the ICU. The patient had a ventricular tachycardia around 3 a.m., but the physician on duty was unable to respond due to emergency cath surgery, forcing the user to deal with the situation without a doctor. Initial ECG analysis showed AED determined shock, but the user did not press the shock button because it was understood that there was a pulse, resulting in internal discharge. The second and subsequent ECG analysis showed no need for AED shock analysis. The doctor rushed to the scene 11 minutes later and administered a manual shock but, because the patient was in cardiopulmonary arrest for a long time, brain damage remained and the patient died as a result. The customer requested enhancement of adjustment of sensitivity and specificity of algorithm of the device.a philips clinician reviewed the patient event file. The device turned on at 00:03 et (elapsed time) in AED mode. At 00:16, shock advised/charged. At 00:48, the device disarmed (a 30 second timeout without pressing shock). From 00:49 to 03:01 et, the patient remained in ventricular tachycardia and shock was not advised. At 03:02, clinical mode was exited. At 3:02:46, the device was powered back on in AED mode with no shock advised. At 03:06, pads off, device off. At 03:09, the device was in manual mode for 150j. At 03:09, shock 1 was delivered. From 03:09 to 03:11, there are leads on/off and artifact. At 03:12, there is sinus tachycardia at 141 bpm. When the patient was initially connected to the device in AED mode, the device advised a shock, but the shock button was not pressed, and the auto-disarm occurred 30 seconds afterward, by design. The patient remained in sinus tachycardia, but a shock was not advised, until 03:09, when the device was placed into manual defibrillation mode and set to 150j. At that point, a shock was delivered to the patient, and within several seconds, the patient returned to sinus tachycardia at a rate of 141 bpm.the device was evaluated by the customer and passed all testing. Philips did not evaluate the device. The patient¿s cardiac rhythm is crucial for its safety and performance in AED mode. The AED evaluates the cardiac rhythm by sensing electrical signals from the patient¿s heart via multifunction pads and using a software algorithm to interpret these signals and make a shock/no-shock decision. Smart analysis was developed and tested to ensure that its sensitivity (ability to detect shockable rhythms) and specificity (ability to detect non-shockable rhythms) exceed the iec60601-2-4 requirements. For additional detail of the algorithm¿s performance, it is recommended to review page 10 of the philips smart analysis AED algorithm application note.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the user was taking care of a patient with myocardial infarction in the ICU. The patient had a ventricular tachycardia around 3 a.m., but the physician on duty was unable to respond due to emergency cath surgery, forcing the user to deal with the situation without a doctor. Initial ECG analysis showed AED determined shock, but the user did not press the shock button because it was understood that there was a pulse, resulting in internal discharge. The second and subsequent ECG analysis showed no need for AED shock analysis. The doctor rushed to the scene 11 minutes later and administered a manual shock but, because the patient was in cardiopulmonary arrest for a long time, brain damage remained and the patient died as a result. The customer requested enhancement of adjustment of sensitivity and specificity of algorithm of the device.